Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a portion of the jaw broke off into the patient. The doctor was able to locate and remove the broken portion of the jaw of the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a portion of the jaw broke off into the patient. The doctor was able to locate and remove the broken portion of the jaw from the patient. A new device was opened to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: the product was not returned; however, pictures were provided by the customer for analysis. The product in the pictures did not meet specification. Visual inspection of the picture samples found the bottom jaw was missing plastic overmold. The disengaged plastic was retrieved. The reported condition was confirmed. The investigation of picture sample found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, close jaws using device lever before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue.if information is provided in the future, a supplemental report will be issued.